Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer inspected and discarded damaged cartridge, filled and attempted to load new cartridges, cleaned pneumatic area, and followed on-screen load steps, but error persisted, so technical support arranged pump replacement, provided goodwill cartridges, instructed customer to use multiple daily injections as backup therapy, and guided customer on placing pump into storage mode, programming settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label.